Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo right coronary artery. Pre-dilatation was performed with a 3.0 x 12 mm nc balloon at 14 and 20 atmospheres. A 3.5 x 15 mm xience prox stent dislodged during the procedure. The dislodged stent was inside the lesion so a 3.5 x 15 mm nc balloon catheter was inflated inside the dislodged stent at 24 atmospheres for 10 seconds to fully expand the stent. Angiography confirmed full expansion of the xience prox stent. Two additional xience prox stents were implanted in the lesion. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The stent dislodgement was confirmed. It is possible that the stent implant became disrupted on the balloon during advancement in the patient anatomy due to calcification, as it was noted that several pre-dilatation attempts were made prior to advancement of the sds. Further manipulation would have resulted in the stent ultimately dislodging. The investigation determined the reported dislodgement appears to be related to circumstances of the procedure. Additional treatment was used to deploy the dislodged stent in the target lesion, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.